Event description:
It was impossible to open the stent completely. The physician needed a lot of force to open the system. The retraction sheath disconnected at the proximal end. With the help of a clamp he could open the device completely. Additional information received june 07, 2005: there was a long lesion in the sfa that required a 7x150mm protege. Half way through the deployment of the protege 150 the pin and pull system was completely engaged and could not be pulled any further. The other half of the 150 stent was still housed in the catheter. The stent was in fact fully deployed after a lot of force and a cut down of the the outer sheath of the device. Patient did not require surgery in any way. The problem with the deployment was the retraction sheath disconnected at the proximal end of the delivery system. No patient injury was reported and no surgical intervention was reported.

Manufacturer narrative:
Serb is indicated for biliary use only. Serp has additional indications for peripheral iliac and subclavian arteries and biliary.